Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Evaluation of the returned sample could not reproduce the reported event that the device failed to fixate. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Based on the sample evaluation and investigation performed, the reported event was unconfirmed. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Sample evaluated.

Event description:
As reported, during a laparoscopic hernia repair procedure, the sorbafix enhanced device was used to fixate ventralight st mesh, the fasteners were not fixated correctly after few successful fixation of fasteners. Loose fasteners were removed from the operative site. There is no reported patient injury.